Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the left seam. The leak was observed after filling but before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date during the week of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H4: the lot was manufactured between october 2, 2023 and october 3, 2023. H10: the actual device was received for evaluation. Unaided visual inspection was performed which identified a tear/hole near the lower left side seam in front of the bag. Functional leak testing was performed and a leak from the damaged area was observed. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.